Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative at the maquet depot facility replaced the power supply (part number 0014-00-0033e05). As a precautionary measure the battery (part number 0146-00-0039) was also replaced. The iabp was tested to factory specifications. It functioned normally and was released for use. Note: this unit is a loaner unit and the event occurred at maquet depot site. The power supply was returned to the manufacturing facility at (B)(4) and is on evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp in maquet site would not run on ac power and would not charge the battery. He also observed that the iabp functioned normally on battery power. No patient was involved.